Manufacturer narrative:
Per medical review - reportedly, intraoperative lens exchange was performed to address eye inability to properly hold the lens upon insertion. Incision was not enlarged and no other tissue damage was reported. A different model lens was successfully implanted . No reported postoperative sequelae. According to the report, by a nurse, dated on (B)(6) 2015 the cause of the event was due to patient factor (weak zonules to support the lens) and was not device related in origin. (B)(4).

Manufacturer narrative:
Method - (process evaluation): device history record review, work order search results - (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. A lens work order search was performed and no similar complaints were found. (B)(4).

Event description:
The customer reported that the surgeon inserted the +16.0 diopter cc4204a collamer single piece and realized the patient's eye could not support the lens. The lens was removed, discarded and a competitors lens was implanted. The reporter stated the event was due to the patient's week zonules and not related to the lens.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4.